Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure a lens was implanted. A crack was noticed and the lens was removed during the initial procedure. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Information was provided by a facility representative that the, "doctor thinks it may have been the scrub tech/folding issue." The manufacturer internal reference number is: (B)(4).